Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Additionally, it was reported that occlusions occurred, the battery was depleting quickly, and the "screen covered in bubbles." Customer declined follow-up from tandem technical support; therefore, no additional information was known or reported. There was no adverse impact to the customer's blood glucose level.